Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device, because, it was not returned by the hospital. The cause of the reported event could not be confirmed as the device was not available for investigation. A review of the device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the lvad was falling.